Event description:
It was reported that the threads of the screw coiled off while the surgeon was repairing a medial malleolus right ankle fracture. The surgeon was using a synthes power screwdriver to insert the 4.0mm cannulated screw in the ankle and in the process of powering the screw insertion, the threads of the screw peeled off completely. The surgeon backed out the screw and removed the threads lying on the patients bone. The surgeon then implanted another screw with no further problems. The procedure was completed with no complications and no harm to the patient was reported. The surgery was delayed was approximately 5-10 minutes to remove the threads. Device was removed easily without additional intervention. The patient had good bone quality. The hospital is in possession of the device which may have been discarded. The lot number of the screw has been confirmed as unavailable and no additional information about the event is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided.